Manufacturer narrative:
(B)(4). Date sent: 5/5/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 27518, and no related non-conformances were identified.

Event description:
It was reported via clinical trial patient: (B)(6). Event: dysphagia. Relationship to study device: possible. Relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: start date: (B)(6) 2022 alert date: (B)(6) 2023 country of event: us model: lxmc15 device lot number: 27518 date of surgery: (B)(6) 2022 adverse event term: dysphagia patient details patient identifier: (B)(6). Facility name: (B)(6), university sex: female age (at time of consent): 36 years additional event details site awareness date: (B)(6) 2023 end date: (B)(6) 2022 severity: moderate is the adverse event serious? No relationship to study device: possible relationship to primary study procedure: possible intervention/treatment: none: no dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2022 outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No updated: end date: (B)(6) 2022 to (B)(6) 2023. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank and n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.